Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device was retained by physio-control and a replacement device will be provided to the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an out of box-failure, where the device shows a white display and non-functional buttons. A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customers device and the root cause of the reported issue, was determined to be a cracked and shorted capacitor c181 on the user interface pcb assembly, causing the device to display a white screen.

Event description:
The customer contacted stryker to report that their device experienced an out of box-failure, where the device shows a white display and non-functional buttons. A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.